Event description:
While using the gynecare versapoint, it did not work after it had been working. Circulating nurse turned off the machine and turned it back on and it worked. It again stopped working after working for a while. Doctor stated "smelled something burning." Staff saw error message 200/15 and disposable handpiece had a hole melted in it. Nurse and doctor took the cord and handpiece apart and saw that the wires were frayed apart. The equipment and handpiece were taken out of use and sent to biomed to be checked out.